Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt's femur fractured during surgery. The surgeon applied a dall-miles wire around the femur.